Event description:
She has had multiple device-related issues including inadequate sensing with inappropriate pacing and sensation of muscle stimulation without adequate margin for pacing threshold. Additionally, she describes profound fatigue. She thinks it is related to chronotropic insufficiency and inadequate sensor driven rates of her device.